Event description:
It was reported that the paced heart rate was noted to be 65 ppm while the pacing mode was set to ddd mode, 60-120 ppm, and device was operating in a atrial pace (ap) - ventricular sense (vs) pattern. It was requested that the device be checked. The device was returned to the manufacturer. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the device passed functional testing with no anomalies found. However, it was noted that the main printed circuit board (pcb), flex assemblies and battery contacts were replaced as a preventive measure. (B)(4).